Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. On (B)(6) 2011, the telemetered battery voltage read 2.81 v, while the daily battery voltage trend measurement was 2.96 v. Ramware version 2. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the battery voltage was 2.81 v on carelink, but the actual device voltage was 2.96 v. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that there was early battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(4)-2011, the telemetered battery voltage read 2.81 v, while the daily battery voltage trend measurement was 2.96 v. Ramware version 2.

Event description:
It was reported that the battery voltage was 2.81 v on carelink, but the actual device voltage was 2.96 v. The device remains in use. No patient complications have been reported as a result of this event.